Event description:
Pump utilized to deliver chemo med over ~72 hours. Patient states pump had to be shut off at home because it would not run. Patient returned to clinic, pump was turned on by rn, and error read "no disposable, pump won't run". Md advised to disconnect pump early. This device was returned to the company from which this hospital rents them. I have no other information on the device, however the pharmacist is attempting to gain information from the rental company.